Event description:
Event description guidant received information that this transvenous implantable lead was not sensing correctly in the ventricle. The rate/sense portion of the lead was capped and this transvenous implantable lead was attempted; however, the implant of this lead was abandoned. Another rate/sense lead was then implanted.